Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 11-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The patient¿s medical history included that the patient was handicapped. He had hereditary spastic paralysis/his legs got weak and it went off and on. The indication for pump use was familial spastic paraparesis and intractable spasticity. On (B)(6) 2019 the patient reported that his catheter clogged, and he couldn¿t walk. As soon as the doctor tested him, he said it wasn¿t working. Two weeks later, he couldn¿t move. He was taken to surgery [(B)(6) 2019] and a new catheter was put in. After they put the new catheter in, they changed his meds. No further complications were reported/anticipated.